Manufacturer narrative:
The field service engineer (fse) proactively replaced the dispense probes, aspirate probes and substrate probe after noting a flier on the washed and substrate portion of system check. The fse noted a kink in the line of the substrate probe. The fse performed a passing system check and 15-replicate precision test using low level quality control (qc) material. The fse noted high sensitivity system check failed. The fse replaced the mixer pulleys and mixer belt. The fse replaced the incubator drive pulley and recalibrated the incubator belt. The fse also replaced the inner horizontal bearings in the wash wheel, the substrate pump belt, seal, and o-ring. The fse noted high sensitivity system check failed. The fse replaced the wash valve stator and rotor, peristaltic pump tubing, incubator belt, pulley bearings, and mixers. The fse noted high sensitivity system check continued to fail. Additionally, beckman coulter hardware specialist replaced the incubator belt bearings but was unable to calibrate the incubator belt. The hardware specialist replaced the incubator and was able to perform calibration. The hardware specialist noted bending in the wash pump and replaced the wash valve stator. The fse cleaned the wash wheel and replaced the pinch rollers. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the incubator belt and the associated bearings, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported non-reproducible false positive access® accutni+3 results, for four patients, involving the unicel® dxc 600i synchron® access® clinical system. The results did not correlate with patient history. The customer stated only one result was released out of the laboratory. An amended report was issued to the hospital after the sample was reanalyzed on an alternate access® 2 instrument. There was no report of patient injury or change in patient treatment associated with this event. The plasma samples were collected in sodium heparin tubes and centrifuged at 5,500 rpm (rotations per minute) for three minutes, at ambient temperature. No sample integrity issues were noted. The customer noted all samples were fresh and loaded through the closed tube aliquotter (cta) on the instrument. Quality control (qc) was within specifications prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.